Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event of error e226 occurred due to cut on charged couple device cable and foreign objects coming out of distal end occurred due to clogged nozzle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign objects coming out of the distal tip and error e226 occurred. There was no patient involvement.